Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 5.7 mmol/l, 6.3 mmol/l, and caller stated the third reading could be 17 mmol/l or 1.7 mmol/l, but wasn't sure of exact value. No adverse event reported. Return of the suspect device was requested for evaluation.